Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, when the shunt sensor was being unpacked, a leak was found and the inside of the package was wet. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 26, 2018. (B)(4). The returned sample was visually inspected. There was a small amount of buffer solution present within the returned device. Additionally, the inside of the foil pouch was wet, liquid was present on the wings of the sensor and the blue sparger cap was missing. The returned sample was then leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath. A leak was noted when the sample was pressurized at approximately 107 mmhg. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. It is possible that buffer solution was not completely wiped off of the product after buffer fill during manufacturing. During handling and/or transit back to terumo cvg for inspection, the cap may have loosened resulting in the initial leak upon receipt for the complaint investigation, as noted above (107 mmhg). This is not a functional issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.